Event description:
A report was received that following a revision procedure (MFR report no. 3006630150-2016-01695), the patient's upper back incision slightly opened. No drainage was noted. The patient was given infection precautions, was prescribed neosporin and (B)(6) was placed at the upper back incision.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that following a revision procedure (MFR report no.3006630150-2016-01695), the patients upper back incision slightly opened. No drainage was noted. The patient was given infection precautions, was prescribed neosporin and band aid was placed at the upper back incision.